Manufacturer narrative:
(B)(4).

Event description:
Received info the pt experienced a loss of therapeutic effect. Pt is unable to feel stimulation even at the highest amplitude. She has not used the stimulator for 1.5 years, but when she turned it on, there was no stimulation. Ins and new extension was replaced on (B)(6) 2009 due to end of life. The day after the ins was replaced, x-rays were done and confirmed the leads had pulled back from c2 to c4. Removal of the leads and placement of two paddle leads was performed on (B)(6) 2009. The pt was roused from anesthesia and extubated to perform a stimulation trial intraoperatively. Pt had some tingling in the feet, but the right upper extremity coverage was appropriate. Post operative x-rays showed the leads to be positioned over the c4-c7 vertebral bodies. Pt recovered without sequela and suffered no injury.